Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(6). (B)(4).

Event description:
It was reported that during the implant procedure the lead failed to maintain position despite multiple attempts along the right ventricular (rv) septum and apex. It was noted that fluoroscopy demonstrated non continuous helix deployment which felt to be contributing to fixation difficulties. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.